Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility had two issues of bard midlines where the stiffening wire got hung up in the midline. Nurse manager asked the rn's placing them to remove the stiffening wire before placing it in the patient and load midline with floppy wire for the interim. It was stated both cases were ones that they had to completely pull everything out and start over. This report addresses the first event.